Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of a balloon burst.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the common bile duct (cbd) during an endoscopic papillary balloon dilation (epbd) procedure performed on (B)(6) 2025. During the procedure, the balloon burst. It was reported that no pieces of the balloon detached inside the patient. The procedure had already been completed successfully with the original device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.